Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer and a nurse practitioner that the pump was changing the current basal rate to 0 without the customer changing it. Tandem technical support reviewed the pump t:connect data and it was found that the customer was receiving multiple occlusion alarms and once the insulin had stopped, the basal rate would show as 0. After the insulin was resumed, the basal rate returned to the current setting. The t:connect data also showed that the customer would resume insulin delivery after the occlusion without changing any of the supplies on the pump. The customer's blood glucose (bg) level was in the 200-300 mg/dl range and a correction bolus was delivered to address the bg level. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.